Event description:
It was reported that the patient was at home yesterday and suddenly felt pain shoot from their perineum to their clitoris. The patient turned the implantable neurostimulator (ins) off and when they turned it back on it was fine until this afternoon. The patient once again had the pain in the same area and they were sitting at the time that it happened. The impedances were checked at 1.0v and 3 combinations were greater than 4000 ohms. The patient was not programmed on these combinations, but was programmed on case positive and 2 negative. The patient felt the pain where the therapy was felt and the pain was so intense they turned the ins off. The patient had not fallen. They bumped the impedances up to 2.0v and all combinations were normal. The manufacturer representative would meet with the patient and take an x-ray to see what was going on and to figure out what to do. The patient was doing fine with the device off and their health care provider (hcp) may be ordering imaging.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v636287, implanted: (B)(6) 2011, product type: lead. (B)(4).